Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the air bubbles were present in the reservoir and insulin pump had insulin flow blocked alarm. The customer's blood glucose level was 88 mg/dl at the time of the incident and other relevant blood glucose level was 119 mg/dl. Size of the air bubbles was champagne size and larger bubbles. The device will not be returned for the analysis.